Event description:
This lead was capped and replaced due to impedance measurements greater than 3000 and the ventricular threshold was increased significantly. Should additional info be received, this file will be updated.